Event description:
The patient had a bad fall in her kitchen, she fell backwards and hit her head, then landed on her bottom really hard and whole back. At the time the implantable neurostimulator (ins) was working but now she can¿t get it to charge. A communication problem was reported, an ins overdischarge was suspected. The patient was asked when she last successfully recharged and saw coupling boxes, she stated ¿well it says its charged.¿ it was found that the patient was seeing the reposition antenna screen and not the ¿battery full¿ screen. The adaptivestim (as) has never worked since implant, ¿this should be operating on its own by movement and it hasn¿t yet and I don¿t know if they ever set it up.¿ there were a lot of problems getting it to charge after the implant too. They thought maybe all the programs in there was running the battery down real quick. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37791, product type: recharger. (B)(4).